Event description:
It was reported that the patient was experiencing urinary incontinence while using the artificial urinary sphincter (aus). A revision surgery was performed in which the cuff was removed, downsized and replaced due to a hole in the seam. The patient was fine after surgery.